Manufacturer narrative:
Image review: computed tomography (CT) imaging was provided for review and showed a deep implant depth ranging from 4.6 mm on right coronary cusp (rcc) side, 6.0 mm on the non-coronary cusp (ncc) side, and 9.6 mm on left coronary cusp (lcc) side. Calcium seen in the proximal right coronary artery (rca). Possible thickening of prosthetic leaflets. Aortic root angulation is 41°.updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years and three months following the implant of a transcatheter valve with the evolut pro valve implanted in the native annulus, the patient experienced heart failure, presented to the emergency room with cardiogenic shock, an ejection fraction of 10%, hemodynamic instability, and hypotension. Hospitalization was required. Stenosis was identified with a mean gradient of 50mmhg. A percutaneous ventricular assist device was used for treatment, and subsequently, the patient underwent a transcatheter valve-in-valve replacement procedure using a non-medtronic valve. It was noted that the valve was implanted at a depth of 8mm at both the non-coronary and left coronary cusps. The mean gradient after the new valve was implanted was 8mmhg.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.